Manufacturer narrative:
All available information was investigated, and the reported leak issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated and the conclusive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, air was noted in the valve of the steerable guide catheter requiring additional aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully, reducing mr to 1-2. During removal of the cds, air was noted in the hemostatic valve of the steerable guide catheter (sgc). Additional aspiration was needed, but since it was quickly noted there was no air that entered the patient. The physician decided to remove the sgc and not continue with a second clip as the mr was already good. The procedure was aborted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.